Event description:
Plaintiff was employed as a pharmacy technician & wore & was exposed to latex gloves made by various mfrs. Plaintiff alleges she became allergic to latex & can no longer work as a pharmacy technician at any medical facility.